Event description:
Pump previously removed and "saved," no circumstances reported.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2005 (B)(6). (B)(4). Both the pump and the catheter were returned. Final analysis of the pump revealed no anomaly. Final analysis of the catheter revealed catheter body, user related hole and catheter body broken.

Event description:
It was reported that the patient experienced a rash, redness, pruritus, and flaking of the skin over the implant site following a refill visit. It was noted that the patient was without a fever, chills, nausea, vomiting, malaise, and abdominal pain. The patient was referred to dermatology and was prescribed a topical steroid cream. It was indicated that the event might possibly have been related to the device, therapy, or implant procedure. The device system was explanted and the event resolved without sequela as of (B)(6). The device system had been used to deliver morphine, clonidine, and bupivacaine. That same day, it was reported that there had been pain at the pump site and skin erosion with pump protrusion out of the skin. Surgical observation was performed on (B)(6) by plastic surgeons. At that time, purulent and serosanguineous drainage was seen. The system was explanted on the following day.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).